Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer accidentally delivered a bolus twice. Reportedly, the customer pressed the bolus button twice and went through the bolus delivery steps. Upon reviewing the bolus history, tandem technical support confirmed that the bolus had been delivered twice by the customer. During the time of the call, the customer's blood glucose level was 123 mg/dl. Recommendation was made by tandem technical support to monitor bg level, and to consult with health care provider.